Event description:
It was reported that the pulse generator was explanted, due to elective replacement indicator (eri).

Manufacturer narrative:
The lead was received approximately 1.5 years after explant.

Event description:
It was reported that loss of left ventricular capture occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.